Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare representative that they found a pinhole in the dryline tube of two rt340 adult breathing circuits. This was found prior to patient use.

Manufacturer narrative:
(B)(4). Method: two rt340 adult dual-heated evaqua breathing circuits were returned to fisher & paykel healthcare in (B)(4) for evaluation. The dryline tubes were visually inspected for the reported damage. Results: visual inspection revealed a hole approximately 10cm from the connector on both of the returned dryline tubes. A lot check revealed five other complaints of this nature for lot number 120124. Conclusion: it was identified that the damage to the rt340 dryline was caused by a faulty corrugator block that was used during the manufacturing process. The faulty block was replaced in (B)(6) 2012. We have not received any complaints of this nature for product manufactured after (B)(6) 2012. During the production of the dryline tubes, a pressure test is performed every 10 to 15 minutes and those that fail are set aside for further inspection. The user instructions supplied with the rt340 adult dual-heated evaqua breathing circuit state the following: -perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; -set appropriate ventilator alarms; (B)(4).